Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during tumor removal procedure, the amplitude of the cusa excel 36 khz straight handpiece (c2602) constantly dropped down to 10% (used settings 20% aspiration, 2 ml, 20% amplitude). It was concerning to the surgeon that the device was not working properly in fragmenting. The surgeon completed the procedure with bipolar method, and there was adverse consequence of bleeding for the patient. There was no surgical delay and no additional information has been provided.

Manufacturer narrative:
The cusa excel 36khz straight handpiece was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported failure "low amplitude & not work properly for fragmentation" was confirmed. The root cause was confirmed as high stroke. As a corrective action, the calibration and final test according to the manufacturer's specification it356a have been performed.

Event description:
N/a.